Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that PICC was inserted into right arm (B)(6) 2023 exit site marking 21.5cm, secureacath securement device used. PICC line was fractured, fluid was leaking from the dressing. Used for chemo therapy drugs. Removed (B)(6) 2024 no delay in treatment new PICC will be placed. There has been no patient impact. No other impact reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and the cause is unknown. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a kink impression with two longitudinal splits were observed between the 1cm and 3cm mark on the catheter body. The catheter appeared to have been compressed in this same region. The damage location suggested that catheter securement, access and maintenance techniques may have contributed, but no evidence was available which supported a specific root cause. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that PICC was inserted into right arm (B)(6) 2023, exit site marking 21.5cm, secureacath securement device used. PICC line was fractured, fluid was leaking from the dressing. Used for chemo therapy drugs. Removed (B)(6) 2024, no delay in treatment new PICC will be placed. There has been no patient impact. No other impact reported.